Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the pump had intermittent suction alarms. Packed red blood cells were ordered. Additionally, the pump was positioned towards the mitral valve (mv) and there was an inability to reposition, and the pump was explanted and replaced with a new impella 5.5.

Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The impella device was not returned for evaluation. Low pump flow: clinical stated 5.5 device exchanged due to malposition and inability to reposition at bedside under echo. Data log reviewed: no motor current (mc) spike outside of p-level changes observed. No positioning or placement signal issue seen. Many suction alarms were observed at the first day of support followed by a drop in flow at p6 . Also suctions observed on the last 2hrs before impella exchange. The cause of low pump flow issue most likely was improper positioning due to improper technique, device exchanged due to malposition and inability to reposition at bedside under echocardiogram. Positioning issues: clinical stated: impella 5.5 positioned toward the mv and unable to reposition. Left 5.5 in over night, could not get appropriate flows without suctioning. Unknown why impella malposition. The cause of positioning issues cannot be determined due to insufficient clinical details.